Event description:
A representative reported that when deploying the anchor from the deployment tool, the distal end of the anchor inverted upon itself, requiring the deployed anchor to be cut off and another anchor to be used. No patient symptoms or complications were associated with this event. The medication used within the system was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the returned catheter noted one end of the anchor had folded over onto itself. The catheter anchor had not properly detached from the ascenda tool and was not able to be used.